Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported connection or image issues. When connecting the returned smart cable to known, good, test verathon equipment, the image produced was normal. The camera image quality test was performed and passed. Upon completion of the evaluation, the returned glidescope core smart cable was scrapped as it had already been replaced prior to its return to verathon and there being no repairs available for this device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image flickered and intermittently disappeared when the connected glidescope spectrum single-use video laryngoscope was manipulated. The customer also reported that the hdmi connection between the glidescope core smart cable and the glidescope spectrum single-use video laryngoscope was "loose." No delay during the procedure, use of a backup device, or harm to the patient was reported.